Manufacturer narrative:
.

Event description:
It was reported that during a tibia nail procedure the 800mm guide rod ruler tip disengaged causing a delay in the case and a mismeasurment.

Manufacturer narrative:
.